Event description:
Secondary set (ref ms3500-15, lot ending in 5403222610) found to have drip chamber disconnected from IV tubing. Secondary tubing for infusion was broken at the drip chamber in bag from pharmacist. Leak of leucovorin inside pharmacy clear bag. No direct patient harm, but delay in care and additional expense. Unfortunately, the pharmacy did not keep the contaminated bag.